Event description:
A report was received that the patient underwent a pocket revision due to the implant being at an angle and not being able to charge. The patient is doing well following the revision.